Event description:
Pt had cardiac catheterization and post-procedure had a perclose 8 french closure device in use to achieve hemostatis. The product/device failed and a needle was maintained in the pt. This required surgical intervention to retrieve the needle, which was done successfully. The perclose co was immediately called and a rep from the co came on site to review case and speak with the pt's cardiologist. Failure of needle to deploy, retrieval of device surgically. Co called x2. No plans for recall of this device which is a different type of failure - not the same device.